Event description:
A portion of the leopard cage broke during insertion. The cage was left in place and the surgeon also inserted a 9mm if cage at the site. It was reported that the surgeon was confident of the repair. There was no pt injury reported as a result of this situation at this time. A possibly compromised implant was left in the body and could require surgical intervention in the future. As a result an MDR is being filed to document this event.

Manufacturer narrative:
The most likely cause of the event is excessive force placed on the caged during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this prod states that excessive force applied to the insertion tools attached to the threaded insertion holes or direct application of loads to the treaded or small area of the device can split or fracture the cage implant.